Event description:
There was no reported patient impact associated with this complaint. On (B)(6) 2012, the patient's mother contacted animas regarding an occlusion issue. While troubleshooting the subject pump, review of bolus history revealed that 0.50u of 1.50u was completed, which customer support felt was incorrect. Review of alarm history revealed that the occlusion was detected at the same time as bolus. At the time of the call, the reporter did an air bolus of 3 units and canceled after 1 unit was given, per customer support's instructions. It was noted that bolus accurately captured that 2.00u of 3.00u cancelled. Review of total bolus for the day was 2.498u which indicated that the 0.50u was delivered and a 2 unit air bolus was delivered. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
(B)(4): during evaluation boluses were programmed and partially cancelled and the pump correctly recorded the delivery. During evaluation boluses were programmed, delivered and recorded correctly in the pump history. There were no defects found during evaluation.